Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention. A 2.50 x 38mm synergy? Xd drug-eluting stent was selected for treatment. However, during the procedure, the shaft broke. No patient complications were reported.